Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was brought to the hospital due to concerns of loss of capture (loc) and a low heart rate in the 30 beats per minute (bpm) range. The physician noted that this patient pulse was normal, ranging between 65-70 bpm, and the patient was asymptomatic. All system measurements were within normal limits across all channels. Premature atrial contractions (pacs) were observed, which may have contributed to the low pulse reading. The plan is to conduct further threshold testing to determine whether loc is actually present. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.